Event description:
Lifesite was placed via left internal jugular vein in 2001. Device required revision of medial port two months later due to necrosis and infection. Exit site of implant noted to be red and inflamed although culture of site was negative.